Event description:
Reporter indicated that the pt was in a car accident and had her vns replaced in 2007. She explained that the pt experience whiplash from the accident which caused her "lead to break". Good faith attempts are being made to obtain additional info.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a serious injury or death.